Event description:
The instruments were used during a thoracoscopy. It was reported the surgeon heard a crack upon firing the device and the instrument misfired. Surgeon also used device and upon firing could not get the handles opened. There was no consequence to the pt.